Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. The dexcom cgm would provide valued 30 ¿ 40 points higher than the patient¿s bg value. On (B)(6)2023, the patient's mother who is a follower noted the patient¿s bg was decreasing from 100 mg/dl to 80 mg/dl. The patient was self-treated with glucose tablets. However, an unspecified amount of time later, the parents found the patient unresponsive with shallow breathing, and the cgm displayed 40 mg/dl. The mother placed ice cream in the patient¿s mouth while emergency medical services was called. When ems arrived, the patient stopped breathing and compressions were started for a short time then the patient¿s breathing returned. The patient¿s bg per ems was 100 mg/dl which was post-ice cream. The patient was transported the hospital. It was unknown when the patient¿s omnipod pump was powered off. The patient was evaluated and treated in the emergency department and released home an unspecified amount of time later. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.